Manufacturer narrative:
Previously, the manufacturer reported their epiq cvx ultrasound image locked up with an error 031 during use. It was unknown if this occurred during a critical procedure; therefore, this event was reported out of an abundance of caution. The customer confirmed that the issue occurred during a normal examination and not in a critical examination. Therefore, this is not likely to cause or contribute to a serious injury.

Event description:
A customer reported their epiq cvx ultrasound system image locked up with an error 031 during use. The type of procedure being performed is unknown at this time. There is no allegation of harm to a patient or user as a result of the issue. The field service engineer upgraded the system software to resolve this issue. An investigation is underway to obtain more details regarding the incident and to determine root cause. A follow up report will be provided upon completion of the investigation.